Manufacturer narrative:
During follow up with the customer, customer¿s bg levels had initially elevated, because the customer had not bolused, however after bolusing bg levels dropped back down to 114mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated (600-700mg/dl) over a period of 3 days ((B)(6) 2015). The customer treated elevated bgs by administering boluses using the pump. The customer also consulted with their healthcare provider, and was advised to revert back to manual injections for 1 day. The customer started using the pump again on (B)(6) 2015, at which point bg levels had decreased significantly, but were still elevated at 240mg/dl. System check was performed with tandem technical support, and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer.